Event description:
It was reported that the patient presented in clinic for post implant check. Upon interrogation, the physician chose to reposition the right ventricle lead for an unspecified reason. While repositioning the lead, it was noticed that the lead's helix appeared to be stretched. As a result, the physician decided to explant and replace the lead. No adverse consequences for the patient were reported.

Manufacturer narrative:
Further information was requested but not received.